Event description:
It was reported that the device overheated during a procedure. The procedure was able to be completed with no allegations of adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the investigation details, the alleged overheating was confirmed. The overheating was due to corrosion in the motor and a gritty bearing. The device will be repaired and returned to the account.